Event description:
Product was being used to hyperventilate a pt being suctioned via tracheostomy. During procedure, nurse noticed that the oxygen reservoir was not inflating. Nurse set the product aside, secured another device and continued the procedure. The pt suffered no ill effect.